Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (tension-free vaginal tape- abbrevo and tension-free vaginal tape-obturator ) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products(tension-free vaginal tape- abbrevo and tension-free vaginal tape-obturator) involved? Please clarify what does " tape retention " mean? Citation: surgical technology international xxiii; p176-180. (B)(4).

Event description:
Title : a new minimally invasive treatment option for stress urinary incontinence in women: tvt abbrevo, a shorter sling with an inside-out transobturator approach the aimed of this randomized study was to present a new, modified shorter obturator sling with an inside-out transobturator trajectory for the treatment of female stress urinary incontinence (sui). There was 1-year and 3-year data from a randomized trial comparing the original tvt-o (inside-out transobturator; gynecare, ethicon) versus the modified tvt-o (tvt-abbrevo; gynecare, ethicon) with shorter tape measuring 12 cm in which the 12 cm of mesh provides sufficient length to ensure proper bilateral support. By using less tape, there is the potential for a more medial exit, avoiding the obturator nerve by a greater distance. The transobturator approach makes use of a tension-free support for treating stress urinary incontinence. Reported complications for original tvt-o group included obstruction (n=9.1%); postoperative groin pain (n=21); reported complications for modified tvt-o group included tape retention (n=1); obstruction (n=8.3%); postoperative groin pain (n=2). In conclusion, using the same anatomic trajectory as the original tvt-o, surgeons are able to use less dissection and reduce the amount of tape present in the adductor muscles with the modified approach. It has been shown that it is as efficient in cure rates of sui at 1-year follow-up. Concurrent with this is the reduction of groin pain and less analgesic use required postoperatively, which makes it an attractive approach for patients as a minimally invasive option with short recovery time.